Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to info received from the audiologist, programming following the revision surgery in 2006 was successful. The device remains implanted. This is the final report.

Event description:
A CT scan indicated that the array migrated out of the cochlea. Surgery to reposition the electrode array will be scheduled.